Event description:
Litigation alleged the patient suffered debilitating pain and discomfort in hips and legs, thereby interfering with her ability to perform activities of daily living as a result of the implanted asr hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update (B)(4) 2013 - patients revision operative records were received. Records indicate the patient was revised to address metallosis. Upon revision a large pseudotumor, gray milky colored fluid, and dissociation of the gluteus medius tendon onto the trochanter was found. There was an insignificant amount of corrosion noted at the trunnion head interface and no bony ingrowth of the acetabular cup. The stem and sleeve were added to the complaint and the complaint reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.